Event description:
Remove stem, uhr head and 26mm head.

Manufacturer narrative:
The following other hip devices were added in this report: unknown definition stem. Unknown 26mm head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.